Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2023 in which the implantable cardioverter defibrillator (ICD) was unable to fully screw in the atrial lead. The atrial lead port of the device appeared to have a loose spring or obstruction preventing lead insertion. The device was not used and replaced within the same operation. Post-procedure there were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported field event of lead connection issue was confirmed. Visual analysis shows the atrial ring spring was dislodged and pushed into the atrial lead bore.